Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via diagnostic imaging. The lead was tested, and no anomalies were found. The lead remains implanted and monitoring will continue.